Manufacturer narrative:
No issue was finally met by customer with the production batch #417252. No further investigation is needed. Failure mode: broken during use. Root cause: no defect proven. Conclusion code: no failure found.

Event description:
In this event it is reported that m2 niti taper .04 sterile wp16 files broke during use. T he amount of files broken as well as the outcome of these reported events are unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.